Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient found three missing infusion set cannula events on (B)(6) 2024. Event occurred within three hours of insertion. The set was in use 72 hours. Insertion site was at leg. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.